Event description:
It was reported by the caller that during a case on the carto 3 system ee workstation (version 8.1.1.860) and in between pfa applications around the left inferior pulmonary vein, the location pad magnet was turned off by the user. When the magnet was turned off, the system prompted reinitialization, and a "chest patch out of range" error (error code unknown) appeared on the carto¿ 3 system. When the caller checked the chest patch locations on the carto¿ 3 system it did appear that one of the chest patches was out of range. When the caller looked at the physical patch on the patient it appeared to be in the original position and the patch cables were securely connected. The patch was then moved to align with the carto¿ 3 system¿s "in range" requirements. When the caller attempted to remap with the new patch position the system froze. The caller exited the current study, initialized a new study, and the issue resolved. The case was continued without further issues. The caller stated that the patient was cardioverted earlier in the case (before the error occurred) but the patches looked normal after cardioversion. The caller stated that the magnet is routinely turned off between pfa applications. Documentation purposes only. The system is ready for use. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".